Event description:
The dental implant fx4512swc was removed on (B)(6) 2017 due to failure to osseointegrate within 4 months after implantation. The doctor noted bone resorption during surgery. The patient has medical history of hypertension and diabetes. The patient has recovered without complications.